Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that noise was seen involving this device. A request for data review was needed. A review of the device data by technical services (ts) confirmed that since implant one untreated and one treated episode had been recorded. Ts noted that both episodes were recorded in 2016 and showed proper detection and treatment of an arrhythmia. Ts also noted that there was oversensing of high amplitude non physiological artifacts seen most recently. Ts discussed troubleshooting and noted that leaving the device programming to the primary sensing vector may leave the patient at risk of inappropriate shock delivery. The patient will be scheduled for additional testing at a later date. Additional information provided noted that the device was programmed to the primary sensing vector and an inappropriate shock was reported due to noise. The patient will be assessed to look for a viable sensing vector. An in office evaluation took place and it was reported that noise was reproduced with provocation maneuvers in all sensing vectors. The device was programmed to the primary sensing vectors, but neither the secondary or primary sensing vectors appeared suitable options for this patient. Ts discussed programming options for this patient or a possible system revision. X-rays were subsequently provided for further ts review. Ts noted that x-ray images were inconclusive, although no electrode fracture was confirmed. Ts noted that previous comments and recommendations would remain applicable. Subsequently the system was explanted and upon explant it was difficult to extract the electrode thus part of the electrode remained in the patient's body. The device was returned for analysis. No additional adverse patient effects were reported.